Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no alarm at 09:40. There was no patient incident alleged.